Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a report issue. A technical support specialist sent a critical override report to the customer and called the customer to verify whether they had received the report to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system had a communication issue and went into critical override. The customer indicated that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.